Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The intelligent shutdown (isd) pcb was evaluated and relplaced. The system was tested and found to be working as intended and returned to service.